Manufacturer narrative:
The sensor was received by lifewatch on (B)(6) 2011 and device testing is still ongoing. Upon completion of preliminary testing, the device will be shipped to the MFR for further eval. Associated accessory device: act monitor. Model # com001. Serial # (B)(4).

Event description:
The pt reported that she was shocked from the electrodes. Although there was no long term injury, no physician intervention, and no medications prescribed, an MDR is being filed as a conservative measure. The following info was obtained via a telephone conversation held with the pt on (B)(6) 2011: the pt reported feeling shock approximately one week into using the device (estimated week of (B)(6) 2011), but she ignored it. She stated it felt like static shock and happened a few times a day. She felt it was coming from the metal part of the electrodes. The shock was disturbing, but not painful. It was sudden, remained steady, and intermittent (about 3 times a day, randomly). The pt reported probably being in contact with materials that may have caused static shock. The pt initially reported electrode skin irritation on (B)(6) 2011, but did not report the shock until (B)(6) 2011, when she was contacted to gather additional details.